Manufacturer narrative:
(B)(4). These ipg serial numbers were included in field advisories and field corrections. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-06277. Information provided by the patient's attorney indicated the patient alleges the following issues: the patient experienced pain and/or burning at the scs ipg pocket site while charging. The patient's entire scs system was explanted (exact date is unknown). Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.